Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 2.7. Tests were done within an hour of each other. Patient self tester called in the meter result and her doctor changed her dose for that night.